Manufacturer narrative:
Our investigation is finalized. Our field service engineer (fse) who was on site did not duplicate the problem and no parts were exchanged. The fse downloaded the logs, calibrated and function-checked the ventilator and the ventilator was put back in service. The evaluated ventilation period was ongoing for about 20 hours. The logs confirm the reported low expiratory minute volume alarms but it also contain other alarms that include high respiratory rate, regulation pressure limited, high airway pressure and high peep alarms. The alarms are spread along the entire ventilation period. The logs also show that there was 2 nebulization periods of 15 minutes each in the last 3 hours of the ventilation period. The last 3 hours of the period are more characterized with the low expiratory minute alarms with other pressure alarms. The parameter and mode of ventilation changes that were made towards the end of the ventilation but the alarms persisted. The logs show that the pre-use checks prior to and after the ventilation period were successful. There are no technical errors in the logs to indicate that there was a ventilator malfunction. The logs confirm the reported problem which implies less volume than set being delivered to the patient. There is nothing in the logs to indicate that there was a ventilator malfunction at the time. No further information was received. The true cause of the alarms has not been determined.

Event description:
It was reported that the ventilator was unable to reach the set volumes and constantly giving expiratory minute low alarms during patient treatment. There was no patient harm. (B)(4).